Event description:
It was reported that at the end of blood sampling, when removing the holder, it broke inside the two-way valve of the needle's tubing. The nurse had to remove the needle and use another one to proceed with the procedure. No patient injury was reported.

Manufacturer narrative:
Initial reporter is unknown; no additional information was received to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions, without its original packaging inside a plastic bag and decontaminated. The holder with a wing was received which does not corresponds to the correct product. A visual inspection of the returned device found the two-way valve damaged; however, it's not cracked and the wing could not be removed from the holder. The reported failure mode could not be duplicated. No root cause could be determined as the complaint could not be confirmed. A device history record (DHR) review was performed, and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).